Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The complaint in this report is a duplicate of a complaint that was submitted with MDR report #: 8010042-2016-00081. The serial number for this report had been inadvertently incorrectly entered. It is now corrected. For device evaluation and additional manufacturer narrative, please refer to MDR report number 8010042-2016-00081.

Event description:
It was reported that during patient treatment, the ventilator stopped. The patient had a cardiac arrest and needed to be resuscitated. Final patient outcome is unknown. Manufacturer's ref #: (B)(4).